Manufacturer narrative:
(B)(4). Method: the complaint opt544 nasal cannula was returned to fisher & paykel healthcare (B)(4) and visually inspected results: visual inspection revealed that the right side of the nasal prong connection point of the opt544 was broken. A lot check was not performed as no lot number was provided. Conclusion: the most likely cause of the reported fault is overtightening of the head strap. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube, which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found, the product is discarded.

Event description:
A hospital in (B)(6) reported via fph sales rep that the piece near the side strap of an opt544 optiflow nasal cannula was broken when the strap was tightened. This occurred prior to patient use.